Manufacturer narrative:
No observable defects could be found with the compoennts themselves. Measurements takn met design requirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the dr.'s office.

Event description:
Dental assistant reported that an implant failed due to bone loss.